Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Black object was found at head of acetabular and in the pelvis -by CT scan around 1 year ago. Six years after that the primary tha surgery, the black object on its hip was expanding, so the revision surgery has been operated based on exchanging implants-avoided for expanding the object. Pseudotumor also has been found by MRI examination.

Manufacturer narrative:
Device available for evaluation: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
A complaint database search did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating; with regard to the head a goldberg taper score of 4 was given, striper wear was identified, however no wear scar was noted. With regard to the liner no impingement or malalignment was identified. With regard to the stem; a goldberg taper score for the stem (head) of 4 was given, and a goldberg taper score for the stem (sleeve) of 4 was given. The device was covered in a layer of 'gunk' making analysis difficult. This was on the head, stem and liner. It was unlikely that a manufacturing defect was present. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.